Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a not able to move one patient to next when searching. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a user training issue. The technical service engineer provide information that system was upgraded and not be able to change the user interface. A supplemental will be created if additional information is received from the customer. The system functioned as intended after the technical service engineer troubleshot the device.